Manufacturer narrative:
External insulation abrasion was noted at 25.2 cm to 25.6 cm and at 26.1 cm to 26.2 cm from the connector pin consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of no capture.

Manufacturer narrative:
Additional info: d7, b5.

Event description:
New information received on (B)(4)2020, indicates that the lead was explanted during an unrelated procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with loss of capture on the atrial lead. Programming changes were made and the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received on (B)(4) 2019, indicates that the atrial lead was capped and replaced. The patient tolerated the procedure well.